Manufacturer narrative:
The technician found the area of the manifold controlling the head function was contaminated and would not allow the head section to be raised. The tech replaced the hydraulic manifold and recalibrated the sensors to repair the bed.

Event description:
Info received indicates the bed head up function is not working.